Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the pt's right eye (od). The reporter stated, the icl has a low vault and has rotated. Subsequently, the pt has lens opacity. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
(B) (4) - low, lens rotation. (B) (4).